Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported she went to see her hcp on wednesday. Patient believed she was on program 3b but when they checked her ins with the clinician programmer it said it was on program 1. When patient got home she checked with her handset and it said it was on program 3. Patient stated she doesn't know if her stimulator is malfunctioning and is concerned about the difference in programs. Patient is currently on program 3 which is what the patient wants to be at. No further complications were reported.